Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked reservoir tube window, cracked belt clip slot at battery tube threads area, cracked battery tube threads, cracked case at display window corner and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the reservoir compartment was starting to chip and there were small scratches on the screen of her insulin pump. The customer further stated there was a crack on the base of the reservoir near the screen on the bottom left side. Her blood glucose was 159 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.